Manufacturer narrative:
(B)(6) b3: unknown; no information has been provided to date. The device was received for evaluation. A visual inspection noted that the downstream occlusion (dso) seal was degraded, and the lcd lens was scratched. No issues were found in the event history log. Functional testing was performed, and the customer problem was duplicated. The root cause of the problem was rdc pin broken and stuck inside the remote dose jack of the mainboard. The service history review identified there was no indication the complaint was related to previous service of the device. As a result, the main board was replaced. The lcd display, dso sensor, bezel, seal, lcd lens and labels were also replaced.

Event description:
It was reported that a remote dose pin was stuck inside the remote dose jack. There was no patient involvement. Analysis identified that the downstream occlusion (dso) seal was degraded.